Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that if you look at the chair going away from you, the right rear looks bent inwards.